Manufacturer narrative:
No product has been returned for evaluation as it will be returned to new castle engineering lab. Radiographs provided confirmed the alleged event. No root cause can be confirmed at this time.

Event description:
Information was received that x-ray images revealed that the end cap had disengaged from the rod. It is unknown if a revision procedure is planned. There was no patient injury reported.

Event description:
The device was sent to newcastle university engineering lab for evaluation who reported that the rod was tested in a jig with an external remote controller (erc) and did not exert any force during testing. The end cap was found to be out of position prior to disassembly of the rod and the extending bar was covered with rust-colored debris. Clearly, with the end cap and its sealing o-rings not in position, the sealing mechanism was compromised. The internal o-ring seal was intact but slightly damaged and the leadscrew was seized inside the extending bar. No additional information is available.

Manufacturer narrative:
Additional data: b5, b6, d9, g2, h6, h10 a review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted.

Manufacturer narrative:
No product has been returned for evaluation as it remains in-situ. Radiographs provided confirmed the alleged event. Even though no product has been returned, fsca investigation was performed and variation in the torque applied to the threaded cap during the assembly process was identified as the root cause of the failure. Per the manufacturing instructions, the threaded cap must be tightened to 40 in-lbs. Although all operators followed the assembly procedure, and the torque wrench indicated 40 in-lbs was applied, the manner of using the torque wrench resulted in variances in applied torque. The manner in which the operator handles the torque wrench may impact the actual torque applied to the end cap, thereby creating a false positive that the specified torque has been applied. If the specified torque is not applied, the effectiveness of the cap tightening process may be compromised.